Event description:
Agitated resident with multi-infarct dementia was found on the floor. Lower extremities were touching the floor in a kneeling position. Upper torso was found in a face down position with his head and left shoulder on the bed. Right side of neck was found resting on the half side rail. Resident was unresposnive when found.